Event description:
It was reported that during a da Vinci-assisted procedure, threads were observed coming out from the tip wire of the Force Feedback ProGrasp Forceps instrument, and a fragment fell into the patient. The fragment was retrieved during the same procedure, and the customer reported no additional patient injury. The procedure was completed. Intuitive Surgical, Inc. (ISI) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
The Force Feedback ProGrasp Forceps instrument has not been received for failure analysis evaluation.